Manufacturer narrative:
UDI# (B)(4). Review of device history records show the lot released with no recorded anomaly or deviation. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported there was a complex custom case and the surgeons feedback regarding the surgical planning is that he would change the order of flow of the surgery and do the le fort osteotomy as the first step rather than the mandible. This case required him to do a minor adjustment to the mandibular component of the tmj implant after the repositioning of the maxilla, and he feels that doing the maxilla first may have avoided this. There was a surgical delay of 20-30 minutes to readjust the fit of the mandibular component. In addition, it was reported the fossa cutting guide was very delicate and broke quite easily when trying to position it into a small area while retracting scar tissue.